Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 during the load process. The customers blood glucose (bg) level was impacted above (400 mg/dl) with large ketones. The customer did not have long acting insulin at the time of the reported issue and went to the emergency room (ER). The customer was treated with insulin drip and saline. The customer left after 2 hours with a bg level of above (200 mg/dl) and feeling well but a tired. The customer did not try to load a new cartridge. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was performed.